Event description:
Reportable based on device analysis completed on (B)(6) 2014. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately calcified and severely tortuous atrioventricular groove (av) and posterior descending artery of right coronary artery (rca). A16 x 2.25 promus premier¿ stent was advanced to treat the lesion. However, the device was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product. (B)(4). The stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts along the majority of the stent from the proximal end of the crimped stent were distorted, stretched and lifted upwards from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube and shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).